Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, a loss of communication between the transmitter and the pump and high blood glucose event. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-332a, unomedical, mmt-1884l. Troubleshooting was performed and confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Unable to confirm allegation of high bgs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.